Manufacturer narrative:
Batch review performed on 29 april 2026 anatomical shoulder system 04.01.0026 humeral anatomical metaphysis-cementless-135 & deg: -9 lot. (K170910) lot: 1905776: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Anatomical shoulder system 04.01.0093 metal humeral head d 46 (k170910) lot: 1905793: (B)(4) items manufactured and released on 16-oct-2019. Expiration date: 2024-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Anatomical shoulder system 04.01.0131 hc pegged glenoid d 46 (k170910) lot: 182675: (B)(4) items manufactured and released on 27-sep-2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Anatomical shoulder system 04.01.0089 double eccenter (k170910) lot: 1905791: (B)(4) items manufactured and released on 22-oct-2019. Expiration date: 2024-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 5 years 10 months after the primary, the patient came in presenting persistent pain and the cause is unknown. There were no indications of trauma or bone quality issues. The surgeon revised the anatomical shoulder to a reverse shoulder system, leaving the diaphysis implanted from the primary surgery. The surgery was completed successfully.